Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 400 mg/dl at the time of the incident. The customer's blood glucose was 215 mg/dl at the time of call. The doctor stated that the customer was wearing the insulin pump at the time of hospitalization. The time of the hospitalization was 12am and the date of the hospitalization was (B)(6). The insulin pump will not be returned for analysis.